Manufacturer narrative:
(B)(4): evaluation: results - visual inspection of the returned product found the optic is torn. Half of optic and plate haptic are torn off and missing. Half of lens is missing. Lens returned in liquid. Conclusions - based on the complaint history and the eval of the returned product, it was determined that most likely the root cause of lens damage was due to handling. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore upon insertion into the eye. Lens was removed with no patient injury. Backup lens, same model and size was implanted. Most likely cause of lens damage was due to handling.